Event description:
Pt admitted for administration of IV gamma globulin 1/25. When rn attempted to access catheter, infiltration noted around port site. After several unsuccessful attempts to flush port, pt sent to radiology. Prior to contrast material being injected into port, radiologist noted a piece of port was lodged in right ventricle of the heart. Pt admitted for observation and continuous monitoring for dysrhythmiss until broken port could be removed. 1/26/95, pt taken to cardiac cath lab where the broken piece of port was removed under local anesthesia by cardiologist. Approach was percutaneous; estimated blood loss less than 10 cc; no complications. Results: "easily removed 11.25cm white catheter fragment from right ventricle." Pt taken to surgery for removal of broken catheter & replacement with new fr catheter under general anesthesia. Pt sent to nursing unit with holter monitor and discharged by surgeon 1/27/95 without complications. It was speculated by the cariologist that the catheter broke due to rubbing against the pt's collarbone.